Manufacturer narrative:
The device was not returned to edwards for evaluation. Images submitted by the customer of the valve at the time of the event were evaluated and confirms the clinical observation. The valve appears to have a fiber like particulate adhered to one of the leaflets on the inflow aspect. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. A manufacturing deficiency was not identified. Based on the information received, a definitive root cause could not be determined. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that during rinsing of a 25mm 2800tfx valve, foreign matter was noted by the surgeon. The foreign matter was described to be hair or fur-like. It was reported that the nurse rinsed the valve according to the instructions for use (IFU); however the foreign matter did not wash away. The surgeon was able to remove the foreign matter with forceps. The surface of the leaflets was smooth and no damage was noted under visual inspection. The valve was implanted and the operation was completed successfully. There were no negative outcomes for the patient. The foreign matter was not kept by the physician but pictures of the valve at the time of the event were sent for evaluation.